Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.00. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter in patient's left eye (os) on (B)(6) 2015. Excessive vault with shallow chamber was noted on (B)(6) 2015. The icl was explanted on (B)(6) 2015 and exchanged for shorter icl with similar diopter size. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/20.